Event description:
Customer alleged the siderail was hanging on it's damper and partially on the cable. This resulted in the siderail not being able to latch.

Manufacturer narrative:
The siderail had caught a fixture while raising the bed. The bed was not fully perpendicular to the wall and the edge was caught under a wall fixture. The tech replaced the center arm, which resolved the issue.